Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported pocket erosion occurred and there was a suspected infection. A full capsulectomy was performed and the pocket was debrided of any possible infected tissue. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.